Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within range for the sodium (na) assay. A siemens customer service engineer (cse) was dispatched to the customer's site. The integrated multisensor technology (imt) system was bleached and all imt tubings and pump roller were replaced. The cse styletted the port, tower and rotary valve. The system was conditioned and cse replaced imt sensor. Dilution check was run and successful. The cse ran a precision test of 50 times and was acceptable. The system was operational upon departure. The cause of the discordant na result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained upon repeating testing on a dimension exl instrument. The discordant result was not reported to the physician(s). The same sample was initially run on an alternate dimension exl instrument, resulting lower. The initial result was reported to the physician(s). The same sample was repeated again on the original dimension exl and alternate dimension exl instrument, resulting similarly lower. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.